Manufacturer narrative:
This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (3 tesla). Surgery to re-position the magnet was completed on (B)(6) 2023. The implanted device remains.